Event description:
It was reported that on friday (B)(6) 2024 at 12pm a defective drill bit broke at the tip being left behind in the patient. The surgeon made no allegations about our product as the pelvic bone was very dense. The removal of the drill bit tip was thought to be too hard to retrieve so he left in bone. No surgical delay was incurred. Approximately 1 cm of drill bit tip broke off. Sales rep don't believe this will cause any harm to the patient nor did the surgeon. Here is a formal complaint. No replacement is needed and the item isn't available to be returned. This report is for one (1) drill bit 2.5 qc 400 calibr up to 120. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.